Event description:
Event: post implant intervention. Case details: the patient was reported to have calcific right iliac attachment site as well as tortuous and calcific left iliacs. The graft deployed and implanted with no problems. Several hours post implant, the left graft limb occluded requiring a fem-fem bypass.